Event description:
Information was received from a patient with an implantable pump for non-malignant pain. The patient mentioned that when connecting to the pump, it hesitated at 91% and then took 2-3 minutes. The agent did not attempt to gather serial number or ask event date as agent was trying to keep the patient focused on troubleshooting. The agent reviewed information and assisted the patient with clearing data on the handset. When asked the patient stated they got up to 4 boluses per day but, they rarely use them all. The patient would monitor lag issue and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.